Event description:
The initial reporter stated they received discrepant results for three patient samples tested with the na electrode on a cobas 8000 ise module. Every sample was tested in duplicate. The first sample initially resulted in a na value of 138 mmol/l and it repeated as 150 mmol/l. The second sample initially resulted in a na value of 139 mmol/l and it repeated as 152 mmol/l. The third sample initially resulted in a na value of 139 mmol/l and it repeated as 164 mmol/l. The second values were considered too high and the first values were deemed correct. The samples were also measured on a second analyzer, but these results were not provided. No questionable results were reported out of the laboratory.

Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The field service engineer cleaned the measuring unit, renewed the seal and mounting of the electrodes, replaced sipper and vacuum nozzles, cleaned a valve, and changed another valve. The mixing vessel, degasser, and sample probe were changed. The probe was adjusted and the gear pump bypass was checked. Precision studies were performed and the system works as designed. The specific cause of the event could not be determined.